Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor was not connecting to the transmitter, and when the sensor was removed only a small portion of the electrode remained; the rest of the electrode was missing. No further details were given. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.